Event description:
Clinic notes were received indicating that the vns patient developed cellulitis following initial vns implant surgery. The patient was subsequently given antibiotics and the cellulitis reportedly resolved. The patient was seen during a follow-up appointment on (B)(6) 2015 the patient¿s neck incision site was dry, clean, free of exudate, and healing; however, a palpable 1.5-2 cm mass was found which was described as mobile, soft, and flexuous with mild swelling without warmth or erythema. The physician suspected infection so the patient was referred for surgery. The physician noted that the incision site was ¿left open to air.¿ the patient underwent surgery on (B)(6) 2015 due to fluid collection at the electrode site. Operative notes indicate that the patient¿s neck incision site was opened and some fluid was observed that was serous in nature. Cultures were taken and IV antibiotics were administered. The edges of the neck incision were debrided and the observed inflammatory tissue was removed. The surgeon irrigated the surgical wound and re-closed the incision. The surgeon noted that the patient¿s device did not appear to be involved in the reported events as the observed issues were strictly subcutaneous. The patient was seen by her pediatrician on (B)(6) 2015 and found to have a low grade fever. The pediatrician stated that the neck incision site appeared to be healing with no obvious signs of infection. The pediatrician changed the patient¿s antibiotic medication as he believed that the patient may have a viral infection. Follow-up revealed that the fluid collection had returned. The physician plans to wait until the patient was off her antibiotic regiment before determining the next steps. No further information relevant to the event has been received to date.

Event description:
Additional information was received stating that the vns patient's infection had cleared and the patient's device was programmed on.

Event description:
Additional information was received stating that the patient was admitted to the hospital due to an infection at the neck incision site. The patient underwent surgery on (B)(6) 2015 to explant her generator and lead. The patient has not been re-implanted to date.

Event description:
It was reported that the recently implanted vns patient developed an infection at the generator site and was subsequently hospitalized and given antibiotics. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
(B)(4). Corrected data: the initial MDR inadvertently did not provide the suspect device UDI. This report is being submitted to correct this data.

Event description:
Clinic notes were received indicating that the patient developed a staph infection due to manipulation with the incision site and was given antibiotics prior to explant. The patient has not been re-implanted to date.

Event description:
Additional information was received stating that the patient was re-implanted on (B)(6) 2016.